Manufacturer narrative:
H3: one device was received. A visual inspection found the downstream occlusion (dso) seal to be separating from the plate. The dso seal was replaced. During the functional testing, the device powered up normally and stayed powered on for the duration of all verification testing without any power loss issues. Upon further investigation, it was found that the installed wireless communication module showed "ncm faulty" indicating that the accessory is in non-functioning or rechargeable state. A new wireless communication module would need to be purchased. Unit passed all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device couldn't power up. The battery was replaced, and the device was kept on charge, but as soon as it was unplugged, it turned off. The event occurred upon power on. No patient involvement was reported.